Manufacturer narrative:
(B)(4). The complaint sample was evaluated through a complaint history search and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action is required. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following could not be completed with the limited information provided. Weight ¿ ni, expiration date - n/a, date implanted - n/a, date explanted - n/a, concomitant devices - fast 1.1 mm drill bit miniquick catalog #: 231220202 lot #: ni, manufacture date ¿ ni. This report was previously submitted erroneously on apr 14, 2017 under manufacturing report number 0001825034-2017-02251-1. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-03409).

Event description:
It was reported that during a metatarsal fracture trauma plating procedure, the drill bit broke off into patient¿s bone while drilling through the guide. The piece was retrieved and the surgeon continued surgery with another drill bit. Subsequently, that drill bit broke as well in the patient's bone. All pieces were retrieved and the surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.